Event description:
A straight tip sensor wire was inserted through the ureteral catheter and into the renal pelvis as demonstrated by intraoperative fluoroscopy. With the aid of a dual-lumen catheter, a second sensor wire was advanced up into the renal pelvis. Securing one of the wires as a safety wire and utilizing the working wire, a ureteral access sheath was inserted up the ureter. The inner cannula and working wire were removed and they attempted to insert the ureteroscope through the sheath. Unfortunately, resistance was met while the ureteroscope was still in the sheath. The fluoroscopy demonstrated that the sheath appeared to be in multiple fragments. The sheath was removed, however some fragments remained in the distal ureter. They introduced the semi-rigid ureteroscope through the urethra and into the distal ureter. Using graspers, they carefully grasped all visualized fragments. With direct ureteroscope visualization and assistance of fluoroscopy, no additional fragments were noted to be present in the ureter. Reason for use: to remove renal stones.